Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing impedances out of range. The header and the connections were checked and were appropriate. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.